Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was high, however a specific value was not provided. Customer delivered boluses with the pump to address bg level. Contact alleged the pump did not deliver insulin as intended on the last day that the cartridge was in use. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR 3013756811-2020-14172.